Event description:
It was reported to philips that the device had an internal memory failure and all parameters were set to default. Additionally, during evaluation of the device by a philips fse, the device would freeze/lock-up while testing. There was no patient involvement.